Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
First, the field service engineer and the medical staff were able to query and retrieve an exam from a pacs port onto the rosa robot. The exam was loaded into a new patient folder. Next, they were able to query and retrieve the same exam from the same pacs port onto the rosa laptop. However, when they next tried to close the iqview software and finish loading the exam, no exams were visible on the following screen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that it was impossible to retrieve on rosa device the exams exported from pacs. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. A full analysis of data logs indicates that the cause of the issue is a lack of information in the series file which prevent the device to read and open images. That is why exams were not visible on the screen. This is not a failure of the device.

Event description:
First, the field service engineer and the medical staff were able to query and retrieve an exam from a pacs port onto the rosa robot. The exam was loaded into a new patient folder. Next, they were able to query and retrieve the same exam from the same pacs port onto the rosa laptop. However, when they next tried to close the iqview software and finish loading the exam, no exams were visible on the following screen.